Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing (ipl) lead implant procedure, forceps pushed through abdominal wall (sub costal) into thoracic cavity to grab the ipl lead and pull through for subcutaneous tunnel. When the ipl was half-way through the wall, the lead cap tore leaving the lead in the wall. The ipl was pulled back into thoracic cavity and capped successfully pulled through wall. The ipl pin was connected to supplied tunnel tool and pushed through subcutaneous tunnel. Surgeon was required to fix pointed end of tool with forceps to pull tool and ipl through tunnel. The ipl pin slipped from tunneling tool when the lead was halfway through subcutaneous tunnel. Surgeon pulled ipl back out of tunnel and pushed the pin back into the tunneling tool. The ipl pin was observed to be bent on connection to the tool. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.